Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015 product type: lead. (B)(4)

Event description:
The patient reported that he felt a hot sensation inside of his body all the time, not just when he was recharging and even when the device was turned off. This had been going on since he was implanted on (B)(6) 2015. The patient denied any falls, accidents, or trauma. It was noted that the patient's relevant medical history includes non-malignant pain.